Event description:
The end user alleged they were riding down a hill when they noticed the controller cord was broke. They stated the unit stopped causing them to fall out of the unit. They stated they didn't have their lap belt on. The end user sustained a fractured femur left leg and a fractured tibia right leg.